Manufacturer narrative:
Concomitant product: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclof en 2000 mcg/ml (384.2 mcg/day) intrathecal therapy via an implanted pump. The type of baclofen and lot number was unknown. The pump's indication for use (IFU) was intractable spasticity, other spasticity, and multiple sclerosis. The patient's medical history and concomitant medications were unknown. The previous date of revision was unknown. Additional information regarding date of the event, symptoms associated to the event, what the catheter issue was, how it was determined, what caused the issue, actions/interventions taken as a result, and the outcome of the event was requested. A supplemental report will be provided as additional information becomes available.